Event description:
The interventionalist was attempting to place a stent with an identified lesion within the rca. There was significant calcification noted and the provider was unable to deliver the stent, so the decision was made to use the mailman buddy wire. The stent was successfully delivered to the affected lesion and deployed, the buddy wire was noted to be trapped between the stent and the vessel. The provider attempted remove the buddy wire, but it sheared. A portion of the wire remained within the pt and required surgical removal because attempts to use a snare were unsuccessful. Therapy start date: (B)(6) 2018.